Manufacturer narrative:
Ortho-clinical diagnostics (ocd) was unable to perform retained testing due to receipt of complaint beyond the expiration date of the cells. A review of the complaint system indicates that there were no similar reports of false negative anti-lea testing with this lot.